Event description:
It was reported that the patient was admitted with left side weakness, loss of balance, and transient ischemic attack (tia) symptoms. Computerized tomography (CT) showed no signs of acute injury, stenosis or occlusion and patient symptoms resolved with in one day. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: sn (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced left-sided weakness, loss of balance, and transient ischemic attack (tia) symptoms. A computerized tomography (CT) scan and a transthoracic echocardiogram (tte) were performed and did not reveal any abnormalities. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have c ontributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.